Event description:
A 72 year-old male underwent an I-125 seed implantation. The pt underwent the implantation because of prostate cancer. No other medical history is known. 71 I-125 seeds, model #6711, were implanted on 8/27/98. An x-ray was taken to confirm that the seeds were in place. Upon counting the seeds, it was detemined that there were only 70 seeds at the implantation site. After another x-ray, it was confirmed that the extra seed had migrated to the lung.